Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The system on/standby switch kit was recommended for replacement resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a system reset error resulting in the loss of mechanical ventilation. There was no report of patient involvement